Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection the returned device is in used condition with light scratching consistent with normal use. The pointed tip of the cable hook is deformed, the damage appears consistent with contact with a hard surface during use or handling. Functional inspection a sample dall miles cable could be easily passed through the cable hook, the observed damage does not affect the functionality of the device. Dimensional inspection not performed as there is no indication the event was related to the dimensions of the device. Visual inspection confirmed the tip of the subject device was deformed. The damage appears consistent with contact with a hard surface during use or handling. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The hospital through nurse has reported that the tip of the instrument was bent.

Event description:
The hospital through nurse has reported that the tip of the instrument was bent.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.